Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the sac was opened and contained omentum. There were some adhesions of the omentum to the sac were taken down. The hernia sac was excised and the peritoneal defect was closed with suture. A piece of ventralex mesh circular in shape was placed through the hernia defect and tacked to the edges of the hernia defect." (B)(6) 2016 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, "the scar tissue was divided down to the infected graft. There was frank pus covering the graft and the ventralex mesh was removed." Attorney alleges that the patient had pain, infection, and ring break.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of mesh ¿ ventralex, patient was diagnosed with infection, abscess and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.